Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the pump was returned with a peeling keypad cover. During testing, all of the keypad buttons were unresponsive due to moisture contamination. The contrast button contact was found to be missing. The ok, up and down arrow keypad button contacts were observed to be inverted. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on all internal components of the pump. Unrelated to the initial complaint, the audio bolus button was under responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the pump was returned with a peeling keypad cover. During testing, all of the keypad buttons were unresponsive due to moisture contamination. The contrast button contact was found to be missing. The ok, up and down arrow keypad button contacts were observed to be inverted. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on all internal components of the pump. Unrelated to the initial complaint, the audio bolus button was under responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.